Event description:
This senior medical affairs specialist, smas, spoke with the pt/layperson on july 23, 2008 concerning her allegation of inaccurate high blood glucose followed by treatment from emt. The classification is based upon the info given to a customer care advocate, cca, on twelve days earlier, and to this smas. The cca replaced the strips and meter. A control solution test performed for the cca with her onetouch ultra2 and teststrips was out of range. On event date, the pt, diabetic for 37 years, had taken her lantus at 7 p.m and at 8 p.m, ate graham crackers, her nightly snack. At 9 or 10 p.m, the pt injected 5 units humalog after obtaining 314 mg/dl for her bedtime test. The pt attributed the result to eating the crackers. She does not recall her morning result or if she had taken humalog at any other time during the day. The pt believes her son found her possibly thirty minutes later, aware that she was hypoglycemic. Because she was uncooperative and refused to drink the coke he attempted to give her, he called emt services. Emt tested on their own meter, and reportedly obtained "25 mg/dl", and "pushed d50". Later, after another test on emt's meter was around "150mg/dl", emt left. The pt said that she felt fine prior to the event and when she obtained the elevated result. Since she recently became jobless and has no insurance for test strips, the pt now tests only twice a day from previous 4-5 times. The pt does not recall test results she may have obtained between event date and four days later. The pt, who often is unaware she is having hypoglycemic symptoms, denies having an abnormal hematocrit. This complaint is classified as an adverse event because the pt alleged her hypoglycemia and treatment by emt might have been due to basing insulin on an inaccurately elevated blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.